Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿; ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ ¿postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08473 / 08474).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, implant squeaking/grinding, elevated metal ion levels and loosening of the acetabular component. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014. Operative report further noted the presence of yellow-gray milky appearing fluid, fibrous appearing pseudocapsule, white-gray tissue, black staining consistent with metallosis, pseudotumor appearing capsule, and necrotic type tissue. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, implant squeaking/grinding, elevated metal ion levels and loosening of the acetabular component. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.